Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded an alert for high out of range shock impedance measurements for the right ventricular (rv) lead. Technical services (ts) was consulted and upon review the impedance trend shows a gradual rise. Ts recommended performing a patient-initiated interrogation (pii) to obtain the out of range value. No adverse patient effects were reported. This lead remains in service at this time.